Manufacturer narrative:
Combination product: yes.

Event description:
During device interrogation, we observed significant noise signals on both the atrial and rv channels. The abnormal signals were evident and consistent across both leads. It is important to note that the patient reportedly experienced a fall, possibly on the same day the noise was first detected. While it is not yet confirmed whether the fall directly contributed to the lead disturbance, this temporal association may be relevant for assessment.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between 25th of february 2025 and 24th of june 2025 recorded a stable ra und rv pacing impedance of 500 ohms and a fluctuating lv pacing impedance between 250 ohms and 500 ohms. Furthermore, a fluctuating lv threshold from initial 2.5 volts to 3.7 volts at the end of the recording period was recorded. In addition, the analysis revealed a fluctuating shock impedance between 60 ohms and 80 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial, rv and lv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.